Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. This rv lead was repositioned. Attempts to obtain additional pertinent information were unsuccessful. The rv lead remains in service. No additional adverse patient effects were reported.